Manufacturer narrative:
The lot complaint history was reviewed; this is the second complaint for the finish goods lot and second for this issue for this lot. The device history record shows the product was released per specifications. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. It was noted in the report the nurse stated the "staff are not physically seeing any "lint" in the packs," but wanted to make us aware of this observed issue. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the custom pak to the reported incident cannot be determined. The root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a surgeon is observing lint in the eyes of an unknown number of patients during their postoperative visit after undergoing a cataract procedure. Additional information was requested; however, none has been received to date. This is one of two reports for this facility.